Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture seen on ultrasound". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp assessed as fold flaw opening. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "implant rupture seen on ultrasound". This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported "implant rupture seen on ultrasound". This record is for the left side. Device has been explanted.